Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The architect generated the following results for the sample: (B)(6).the negative (B)(6) result was transmitted by the lis to the host computer, but not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A discrepant hiv ag/ab combo patient result was generated by a i2000sr analyzer. It was determined the issue was probably caused by fibrin or particulate matter in patient samples or poor sample integrity. Tracking and trending did not identify any adverse or non-statistical trend for the hiv ag/ab reagent. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.